Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the kink of the left iliac portion of the main body stent was determined to be anatomy related, due to the tortuous access anatomy. Due to lack of medical information surrounding this event, no procedure or user related issues, off-label product use conditions, or procedure related harms could be determined. The patient was discharged home on the first post-operative day with a favorable condition. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was originally implanted with a bifurcated stent and a suprarenal aortic extension. During the investigation of reported type 3b endoleak a clinical evaluation identified an additional secondary procedure completed on (B)(6) 2015. The patient was reported to have a kink in the limb of the bifurcated stent causing a stenosis in the left iliac. The physician implanted a non-endologix stent to resolve the issue.